Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00457. It was reported that the patient experienced lead migration. In turn, the leads were explanted and replaced. Effective therapy was re-established post op.